Event description:
It was reported by the patient's representative that the implantable cardioverter defibrillator (ICD) ¿fired/went off¿ when the patient did not think it was supposed to. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.